Manufacturer narrative:
MFR received date: 14 aug 2019. Date of report received: 27 aug 2019. The manufacturer¿s technical service person asked the biomed if the unit passed pvt. He indicated that it did. The manufacturer¿s technical service person spoke to the biomed who indicated that the leak test failure was a user issue and unit is back in service. The biomed stated he needed to change his test setup. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 28oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this customer complaint was caused by an out of specification airflow sensor u1. Replacement of u1 on the airflow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/05/2019.

Event description:
The customer reported a leak display. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.